Manufacturer narrative:
Blue/green cable replaced.evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that their green holster cable was frayed in several places and also loose where it connects to the control module. No case information was known.